Manufacturer narrative:
Additional information provided in h.6. And h.11. A sample was not received at the manufacturing site for evaluation for the report; however the photo confirms the reported issue. A lot number was identified, however is not a valid lot number therefore, a device history record review could not be conducted. The report is confirmed based on the photo. However, because a sample was not received at the manufacturing site and no lot information was provided, the root cause for customer complaint issue cannot be determined. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All phaco tips are 100% visually inspected by trained operators using 30 times magnification during the manufacturing process. Any nonconformance, such as the broken phaco tip exhibited on the photo attached to the parent complaint, is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during cataract surgery, balanced tip broke in the anterior chamber with total loss of phaco power with no nucleus emulsification. Tip was removed from the patient eye with no harm. Surgery was completed after replacing the product with another one. This report pertains to phaco tip involved in these reported events.